Event description:
It was reported that, "80 minutes after tourniquet inflation, there was a significant amount of blood in onto the surgical field. The tourniquet machine did not indicate loss of pressure and no alarms sounded, but it appeared it had lost pressure." No further information has been provided by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for evaluation. As the reported complaint device was not returned for investigation, visual, functional, and dimensional inspection/testing could not be performed. As the complaint device was not returned, a conclusive root cause could not be determined. The stryker sustainability solutions IFU for reprocessed tourniquet cuffs states: "inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." The lot control sheet for the complaint device indicates that the device passed all applicable inspections and tests prior to release. This report is being filed due to significant blood loss. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned for evaluation.